Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 2.50 x 32 synergy drug-eluting stent was advanced but had difficulties crossing. When the physician attempted to advance the device, it was observed that the distal edge of the stent struts was flared. The device was removed and the procedure was completed with another 2.50 x 32 synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified damage. Strut row 1-3 from the distal end of the stent were stretched in a distal direction. Strut row 14 was damaged. The remainder of the stent was undamaged. The outer diameter (od) of the undamaged section was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The proximal balloon cone was bunched slightly. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed that the port bond was twisted exposing the tab. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but had difficulties crossing. When the physician attempted to advance the device, it was observed that the distal edge of the stent struts was flared. The device was removed and the procedure was completed with another 2.50 x 32 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.